Manufacturer narrative:
It was reported that 2 shutdown occurred during surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the causes of the event were 2 known design defect. UDI: (B)(4).

Event description:
During surgery, the robot experienced two communication failures and the robot shut down during guidance mode. There was no excessive force on the force sensor, nor was there any impact with the patient or frame. After shutting down the robot and rebooting it, the case was able to successfully be completed. There was no patient harm nor was there a chance for patient harm and the delay time was less than 10 minutes.